Event description:
It was reported that pump battery appeared to deplete faster than normal. There was no reported impact to the customer¿s blood glucose level. Customer declined to speak with technical support, and no additional troubleshooting or corrective actions were documented.